Event description:
It was reported that the pump battery could not be charged intermittently. Additionally, it was also reported that a power source alert occurred on one of the occasions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.